Manufacturer narrative:
H3, h6: siemens healthineers (siemens) completed the investigation of the reported event. There was no serious injury associated with this issue. It was stated that a patient sustained redness on the inside of the red arm (small oblong patch). Siemens experts analyzed the rfswd.log generated during the patient¿s examination, as no dicom images were provided. Please note that the sar values were analyzed based on a rfswd.log extracted from an internal database. It is not (B)(4) clear if the correct logfile for this incident was used, as the listed patient weight and height noted in the questionnaire do not exactly match the logged values. The complete examination of the patient¿s brain lasted 37.8 min with an active scanning time of 35.5 min. No abnormality was found, which would indicate a system malfunction. The complete measurement was performed in the normal operating mode. The sar values were within the limits defined by the mr safety standard ((B)(6)), i.e. The maximum applied sar was 12.0 % of the normal mode limit. The applied rf in this case should not represent a risk under normal circumstances and scan conditions. Furthermore, the patient absorbed 4.4 wmin/kg which is clearly below the limit of 240 wmin/kg defined in the mr safety standard ((B)(6)). The system and the used rf coils were checked by our service engineer and found to be in specification. In summary no hardware or software problem was found which would explain the patient's redness. The root cause is most likely contact between the patient's inner arm and body. It was stated in the provided questionnaire that there was an internal investigation by the customer which conclusion that the root cause of the burn was a "patient position error". The formation of rf current loops based on skin-skin contact might lead to more injuries and should be avoided by using distance cushions. This effect and the preventive measure are described in the magnetom family operator manual ¿ mr system and coils, syngo mr xa61. Siemens instructed the customer to always follow the instructions given in the operator manual regarding correct patient positioning to avoid such incidents in the future. Always position the patient so that the patient¿s arms are aligned with the torso and ensure that hands, arms, and legs do not touch (minimum distance: 5 mm). Ensure that the minimum distance of 5 mm is maintained between patient and tunnel covering. To ensure distance, use positioning aids, e.g., blankets made of linen, cotton, or paper, or dry material that is permeable to air. This complaint has been closed.

Event description:
Siemens healthineers was notified of a potential patient injury involving the magnetom sola. Per the received information from the customer, the patient was burned during an examination. Although requested, no information has been received by siemens healthineers regarding additional event details, extent of the patient¿s burn(s), and any medical treatment that may have been provided. The additional information is pending receipt as of the date of this report.

Manufacturer narrative:
H3, h6: siemens healthineers has initiated an investigation of the reported event. The investigation is ongoing. A supplemental report will be submitted if additional information is obtained upon the completion of the investigation.